Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is probably attributed to a broken luer fitting.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the universal seal luer lock was broken wherein the insufflation tubing connects. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: in addition to this instance, the customer was informed by team in the room that this has happened once before where the luer lock on the universal seal broke off during a case. It did result in sudden/rapid of insufflation. There was a delay of 2 minutes. The delay was not during a critical part of the procedure, and these was no insufflation issues lead to any intra-operative complications. The customer switched the insufflation to a different universal seal port. There was no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the provided image was performed. The images provided appear to show a universal seal with a broken luer fitting.